Event description:
It was reported that the external pulse generator had a cracked screen. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display lens and screen were broken. Analysis also found that the upper case was damaged, the lead flex was corroded, one case screw was missing, the battery contacts were compressed, the ring bail was bent and the battery drawer was broken. (B)(4).